Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient was diagnosed with single vessel disease (svd). Vascular access was obtained via the femoral artery. The 90% stenosed, 14mm in length, concentric, de novo target lesion was located in the moderately tortuous, non-calcified, and 3mm in diameter right coronary artery. After a non-bsc guide wire crossed the lesion, a non-bsc balloon catheter was advanced for pre-dilation at 14 atmospheres. Then a 3.00 x 16 synergy" drug-eluting stent was advanced but failed to cross the lesion. After several attempts, the stent was able to cross the lesion and was deployed. However, post stent deployment, dissection was noted. A 3.0x12mm synergy stent was then deployed proximal to the previously deployed stent to cover the dissection and the procedure was completed. There were no further patient complications reported. The patient's status was stable and was responding to medications well.